Event description:
My family and I were in the market for a portable oxygen concentrator for my elderly mother. She currently has an at home concentrator which was physician prescribed. We saw the model on (B)(6) for a "portable oxygen concentrator". (Order date: (B)(6) 2019 order # (B)(4), 1st expand travel portable 02 concentrator) I viewed the specs: 1-5l oxygen flow, travel case, battery, car adapter, and other accessories. There was one positive 5-star review and decided to make the purchase. The order came on 2 different weeks-seller, (B)(6), asked for order number. He responded by saying he could not find it. Did we get items from another seller? I immediately responded by sending screen shots of the product on (B)(6) with his name as seller and (B)(4) as the distributor. He immediately responded by saying that he would (B)(6) the accessories. We delayed testing the item until I received the accessories ((B)(6) 2019). None of the items matched the description, and none of them were made specifically for this or any oxygen concentrator. The battery was a bulky, black external battery with a non-matching and non-us plug (flat, hopeless panels). Instead of a car adapter, a small power inverter was sent. The accessories were bootleg at best. I decide to test the concentrator 1st before placing my mom on it. Upon closer inspection, the paneling were iii-fitting and non-waterproof. The humidifier water tank was flimsy, and difficult to detach .when detached, I was surprised to find an exposed led panel with 3 vertical led indicator lights. I inspected the water bottle to find that it was not seamless and could pose with frequent use, a leaking and bacterial problem. The panels were glued together. I cleaned it out and filled it with distilled water. Installed in concentrator , I filled the switch. Before I could turn the oxygen level dial, a stream water gushed forcefully out of the cannula port. I screamed because of the exposed led panels in the back . I flipped the switch off. I hooked up cannula and hit the switch. Another burst of water shot through the tube and out the nose of ports. Had my mother been at the other end the 1st time , she would have drowned. I took the machine and placed it in a safe environment, so I could document by photos and video without getting electrocuted. Although the gushing of water stopped, every 15 seconds about a teaspoon of water shoots out and sprays out of the cannula. Immediately called (B)(6) to pull product, and filed a review for product. Although I was unable to attach video, I uploaded photographs. This is my review: this item is a fire electrical shock, and drowning hazard. The accessories depicted are not what was sent. They are bootleg add-ons and not manufactured for device. The led light panel located behind the water reservoir is missing creating the ist shock hazard. The area for the water bottle was dirty. Item seemed use in areas. The reservoir bottle was "glued " together and not seamless, thus creating a leak potential. When I turn on device, water from the humidifier gushed out from the cannula port and through nose piece within seconds. Had there been anyone at the other end of the cannula, it more than likely been fatal event. Even the plugs are non-us compliant. Bootleg accessories. None of the accessories were waterproof, nor were they made specifically made for the device. Purchase date: (B)(6) 2019.